Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The facility reported an ipump with "door latch is not working properly; states will not lock." This event occurred during preventative maintenance in the labor and delivery department. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of an ipump with malfunction of "door latch is not working properly; states will not lock" was confirmed during device evaluation. The cause of the problem presumed to be physical damage to the latch. The device was a stay in unit and not repaired at the time.